Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that tightening the screws to the dongle near the mobile view station (mvs) interface cable and key switch. A system checkout was performed ad the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of surgery, the imaging system would display an "e stop engaged" message when powered on. Rebooting the system third time resolved the issue. There was no patient present at the time of the issue.